Manufacturer narrative:
(B)(4). Failure to follow step/instructions. It was reported that the marker lumen was not pre-flushed prior to the procedure. The proglide instructions for use states in improper or incorrect procedure or method: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. Evaluation summary: the device was returned for analysis. The reported marker lumen blockage could not be confirmed due to the noted blood in the marker lumen. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar marker lumen blockage incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, the device was advanced into the vessel up to the black nose cone, but no arterial blood marking could be obtained from the device marker lumen tube. The device was removed over a guide wire and a hemostasis sheath was inserted into the access site until the activated clotting time was at a desirable level. The hemostasis sheath was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.